Manufacturer narrative:
Co has completed the investigation of the MDR incident and after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
On 4/12, the patient's am fasting blood glucose result on her one touch ii meter was 68 mg/dl. She consumed breakfast but did not take her insulin. 30 minutes later, she tested again because she was not feeling well. Her result was 173 mg/dl. She began vomiting and was transported to the hospital by her mother where at 9:30/a, two consecutive hospital meter (lifescan brand) results were high,high. A subsequent laboratory result was 642 mg/dl. The patient was treated with an unknown medication and sent home. The meter is allegedly cleaned according to manufacturer's recommendations and was in calibration on 4/16, reading 76 within the labeled range of 68-90. Control solution tests designed to detect potentially inaccurate results are not performed.